Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching a low of 42 mg/dl blood glucose (bg). The user was unsure if she was receiving insulin. The user experienced blurred vision and shakiness and was able to correct with 8 oz of orange juice and a pastry. The user was advised that when correcting for a low bg she should not a meal announce, so bg is able to rise. The user had disconnected from the device during this episode and was not yet ready to reconnect. She did not require any further intervention.